Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the hospital for an elevated blood glucose (bg) level of 538 (mg/dl). Reportedly, the customer is 7 months pregnant and believed that their bg levels were due to the pregnancy. Customer reported that they did not believe that there was anything wrong with their pump or pump supplies.